Event description:
Adverse event(s): "hold things too close to be able to read, not being able to read at near without glasses" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the pt feels she has to hold things too close to be able to read. The surgeon also reported that the pt had a yag capsulotomy. In a follow-up with the pt, she stated that her main concern is not being able to read at near without glasses like some of her peers. In a follow-up with the surgeon, he reported that the event continues. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/11/2010, 06/16/2010 and 06/25/2010 by phone, fax, and mail. Medical records were received on 06/11/2010 and 06/25/2010. A completed questionnaire was received on 07/08/2010. (B)(4).